Manufacturer narrative:
On 9-dec-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the device was not flushing due to suspected emboli. Flushing out of patient occurred rapidly and worked but when the catheter was attached, an emboli within stopped the flow. The occlusion was flushed out the patient on high flow and the procedure continued. There were no surgical delays. The procedure was successfully completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31594144l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, catheter was observed. However, no irrigation issue was observed on the video provided. Therefore, the reported issue cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number 31594144l and no internal action related to the complaint was found during the review. The customer complaint was not confirmed based on the video received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the device was not flushing due to suspected emboli. Flushing out of patient occurred rapidly and worked but when the catheter was attached, an emboli within stopped the flow. The occlusion was flushed out the patient on high flow and the procedure continued. There were no surgical delays. The procedure was successfully completed.